Event description:
Customer reported intermittent no fluoro. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and replaced the ps2 power supply. System operates as intended. This MDR is related to ge healthcare complaint.